Event description:
Drill tip sheared off where the drill tip is attached to the flexible shaft. Drill was drilled completely down and was in the process of pulling it back when surgeon heard and felt a jerking sensation on the drill. When he pulled it completely out of the drill guide he noticed the drill tip was gone. X-ray confirmed the tip was implanted in the acetabulum. It was flush with the bone so it was left in the patient. Another straight anchor was placed next to it and the surgery resumed as normal.

Manufacturer narrative:
(B)(4).